Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the left common femoral artery via a 6f terumo sheath. There were 3 sheath exchanges. Peri-procedure, the patient was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician reported that he deployed the device in accordance to the IFU, however he said he felt the device shift/jump after the sealant had been deployed. The physician stated that the patient's vessels were small and that there was definitive transition in vessel size from common femoral to the sfa. The physician reported that he thought there was a possibility of an intra-arterial deployment. The patient was hospitalized on (B)(6) 2012 due to the interventional procedure. On (B)(6) 2012 the patient underwent a successful retrieval of the mynx sealant via femoral artery surgical cut down. The physician confirmed that there was sealant in the proximal sfa and that he had restored normal blood flow to the distal vessels.